Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C95073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, chronic back pain, uterine leiomyoma, c-section, tubal ligation, stress incontinence, adenomyosis and painful periods. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2014 to (B)(6) 2014 and hctz. Concurrent conditions included morbid obesity. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence/ bladder leakage"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cyst ("cyst"). The patient was treated with norethisterone acetate (aygestin) and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary incontinence, dysmenorrhoea, weight increased, fatigue and abdominal pain had resolved and the cyst outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that the coils were deployed. 5 to 7 coils remained in the cavity and were visible at the end of the procedure. She reported that she had bladder adhesions. Receive treatment for weight gain, fatigue, pelvic pain, apareunia, menorrhagia, dysmenorrhea, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(4) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event added: cyst. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C95073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, chronic back pain, uterine leiomyoma, c-section, tubal ligation, stress incontinence, adenomyosis and painful periods. Previously administered products included for an unreported indication: depo-provera from october 2014 to december 2014 and hctz. Concurrent conditions included morbid obesity. In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In february 2015, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In may 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence/ bladder leakage"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cyst ("cyst"). The patient was treated with norethisterone acetate (aygestin) and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary incontinence, dysmenorrhoea, weight increased, fatigue and abdominal pain had resolved and the cyst outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that the coils were deployed. 5 to 7 coils remained in the cavity and were visible at the end of the procedure. She reported that she had bladder adhesions. Receive treatment for weight gain, fatigue, pelvic pain, apareunia, menorrhagia, dysmenorrhea, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Batch no c95073 production date 2014-08-13 expiration date 2017-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C95073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, chronic back pain, uterine leiomyoma, c-section, tubal ligation, stress incontinence, adenomyosis and painful periods. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2014 to (B)(6) 2014 and hctz. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence/ bladder leakage"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with norethisterone acetate (aygestin) and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary incontinence, dysmenorrhoea, weight increased, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that the coils were deployed. 5 to 7 coils remained in the cavity and were visible at the end of the procedure. She reported that she had bladder adhesions. Receive treatment for weight gain, fatigue, pelvic pain, apareunia, menorrhagia, dysmenorrhea, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.075 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: abdominal pain. Outcome of previously added events weight gain, fatigue, pelvic pain, apareunia, menorrhagia, bladder or urinary problems or changes to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C95073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, chronic back pain, uterine leiomyoma, c-section, tubal ligation, stress incontinence, adenomyosis and painful periods. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2014 to (B)(6) 2014 and hctz. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence/ bladder leakage"). The patient was treated with norethisterone acetate (aygestin) and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary incontinence, weight increased and fatigue was resolving, the menorrhagia, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that the coils were deployed. 5 to 7 coils remained in the cavity and were visible at the end of the procedure. She reported that she had bladder adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters details updated and patient demographics, medical history, historical drugs, laboratory data, treatment drug were added. Essure indication updated. On (B)(6) 2014, she implanted essure (previously reported as 2014). On (B)(6) 2015, she explanted essure. Added lot number and expiration date. Injury events was updated to abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: incontinence/ bladder leakage, dysmenorrhea (cramping), pain, fatigue, weight gain / loss specify which one: weight gain. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.